Manufacturer narrative:
Image review evaluation: the procedural images capture the deployment of the stent at the ostium if the lad and subsequent post-dilations with the 4.0 x 20 and 5.0x12mm balloons. There are no images capturing the removal of the stent on the balloon device. An image taken at 10:25am shows the deployed stent in the vessel. The next image taken at 10:43am captures the 3.5 x 30mm stent deployed in the original lesion.

Manufacturer narrative:
Image review: an image taken at 10:29:28 am shows both resolute onyx, 3.5x26mm and 3.0x12mm, lad stents are still present in the vessel. An image taken at 10:30:36 am shows the vessel post removal of the post inflation balloons. The proximal resolute onyx 3.5x26mm stent is no longer in the vessel but the 3.0x12mm stent remains deployed. Images showing the balloon catheter and stent removal were not provided on the procedural images.

Manufacturer narrative:
Product analysis: the stent was returned partially on a non-medtronic balloon. The stent was severely stretched and damaged. No breaks or fractures were evident on the stent. (B)(4).

Event description:
The device was removed from the packaging per the instructions for use, inspected and prepped prior to use with no issues noted. It is reported that the 3.5x26mm resolute onyx drug-eluting stent was implanted in a moderately calcified and moderately tortuous lesion in the ostium of the proximal lad. Following an oct another 3.0x12mm resolute onyx drug-eluting stent was placed distally. As the native vessel was larger than 3.5mm, a 4.0x20mm non-mdt balloon was used to post dilate the distal vessel and a 5.0x12 non-mdt balloon was used to post dilate the proximal section. It was then decided to balloon the proximal diagonal which looked "nipped" (narrowing) with a 2.5x12mm non-mdt balloon. Multiple "kissing balloon" inflations were performed. Once a good visual result was achieved the diagonal balloon was removed, followed by the proximal lad 4.0x20mm balloon. A small amount of resistance was encountered when removing the 4.0x20mm balloon and on inspection after removal, the 3.5x26mm lad stent had been caught on the balloon and was pulled out with the balloon. There were no issues with the guide catheter or the pci wires. Another 3.5x30mm resolute onyx drug-eluting stent was placed to cover the originally stented section of the lad. No patient injury reported. Please note that this device (resolute onyx) is not marketed in the united states; however it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions